Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they were informed there was "an issue with their cardiac resynchronization therapy defibrillator (crt-d)." At this time, no further information is available. The device remains in use. No patient complications have been reported as a result of this event.